Event description:
It was reported that the arctic sun device had a mixing pump replaced for not cooling and after biomed replaced it they said that the device failed for error 81 (non-recoverable system error) expected 6 actual 22, chiller temperature (t4) was 6.6 degrees. So, they have biomed for checking the connector for the mixing pump. Per investigator notification received on (B)(6) 2023, it was reported that the tank harness t-1 and t-2 was off by 8 deg.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed tank harness. The device was evaluated. Tank harness t-1, t-2 was off by 8 degrees. The tank harness was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a mixing pump replaced for not cooling and after biomed replaced it they said that the device failed for error 81 (non-recoverable system error) expected 6 actual 22, chiller temperature (t4) was 6.6 degrees. So, they have biomed for checking the connector for the mixing pump. Per investigator notification received on 13jun2023, it was reported that the tank harness t-1 and t-2 was off by 8 deg.